Event description:
Per the clinic, the patient experienced poor performance with the device use due to an incorrect insertion of the electrode array. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2025, to reposition the electrode array into the cochlea. The implanted device remains.